Event description:
The customer called to report that she experienced a low bg reading (62 mg/dl) while wearing a pod. During the time frame that she was in a hypoglycemic state, she fell and hit her head which required a visit to the ER. The pod was deactivated after the fall and will be returned for eval.

Manufacturer narrative:
The device involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.